Event description:
It was reported that the nurse non-physician requested information to the appropriateness of treatment from this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device system. A rhythm care consultant reviewed limited device data, advising additional information is required to understand the patients' type of rhythm, spontaneous mvt (monomorphic vt), or ventricular bigeminy. Understanding the type of rhythm would determine if the 48 shocks (since implant) the patient received, in 14 different episodes, are appropriate or not. The rhythm sometimes changes post shock for couple of beats, however back to the original morphology. There is some over-sensing, and changes in morphology. Rhythmcare advised that the programming alternatives depend on the type of rhythm and desire to be treated. At this time the device remains implanted. Request for additional information have been unsuccessful at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.